Manufacturer narrative:
Model number / catalog number: sc-2218-50, serial number: (B)(4), batch / lot number: 16027034 / 16044580, model / catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 15413349/15683497, model / catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.